Manufacturer narrative:
(B)(4) was added to the patient codes for the cardiac event since there is no code available that best describes an unspecified cardiac event. This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.